Event description:
Following surgery for pelvic organ prolapse in (B)(6) 2012, which I was told I had to have a hysterectomy in order to the operation to repair the prolapse. I had the da vinci sacrocolpopexy with mesh implant. Immediately following in (B)(6) 2013, I started having serious life changing gastrointestinal issues, which I continue with today almost 4 years later. I have been diagnosed with about 12 different disorders with gastro problems that were foreign to me prior to implant surgery, which includes now on my fourth gastroenterologist. Currently dealing with constipation due to outlet dysfunction. Motility disorders, nausea, ibs, acid reflux, cataract surgery and dry eyes, horrific degenerative disc of cervical, myofascial pain in neck, hips, buttocks, legs, fibromyalgia, insomnia, rls, weight loss with no explanation, rectal pain, groin and pelvic pain, bladder problems, inability to fight off infection, and most importantly unable to work. I have not worked since (B)(6) 2013 due to chronic illness from this surgery and mesh implant. My life has been taken from me, my children, grandchildren, and friends.